Manufacturer narrative:
Track roller assembly; trolley support weldment.

Event description:
It was reported by service report that the cot has worn lock pins, lock tubes, track roller assembly, trolley support weldments, malfunctioning extension springs, and has trouble raising. It is unknown if there was patient involvement, however, no adverse consequences are reported.